Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer's blood glucose displayed "high" on the continuous glucose monitor. Elevated bg was addressed via manual insulin injection. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.